Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that right after a right atrial (ra) lead implant the patient reported significant chest pain. A drop in blood pressure was noted and the patient was intubated. The lead was found to have dislodged and perforated. The lead was revised and remains in use. No further patient complications have been reported as a result of this event.